Manufacturer narrative:
The device history records (DHR) for the device were reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported patient with unresolved dryness and superficial punctate keratitis (spk) of the left eye at five month lasik post-operative visit. At visit patient complained of blurry vision. Additional information from reporter indicated that the patient's topical steroid dosage was increased and punctual plugs were inserted; however, reported issues continue and have not resolved.